Manufacturer narrative:
Concomitant medical products: 1000ml b. Braun bag, ndc 0264-7800-09, lot umber j7j787, exp 01/20, 0.9% nacl; 250 ml b. Braun bag, ndc 0264-7800-20, lot number j7j272, exp 07/19, magnesium sulfate, therapy date: (B)(6) 2017. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a primary tubing leak occurred. The primary infusion was sodium chloride (1000 ml, rate 150 ml/hr). The secondary bag of magnesium sulfate (1 gm / 252 ml), rate 504 ml / hr was also infusing. No patient harm was reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of leaking from the primary set was confirmed. Initial visual inspection of the set did not reveal any damage or abnormalities. Microscopic examination showed a small, jagged, vertical tear in the silicone segment tubing. Functional testing confirmed leaking from the silicone just below the upper fitment. The cause of the leak was a small tear in the silicone segment. The root cause of the tear is unknown.